Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm, insulin was squirting during priming and buttons of insulin pump were unresponsive. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had cracks on upper left hand corner of the screen, on the casing upper right hand from screen and on the top of battery area. Customer also reported that the rewind of insulin pump takes longer. The insulin pump will not be returned for analysis.